Manufacturer narrative:
Summary evaluation report attached.

Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
Thrombosis was found in sfa. Anterograde puncture was performed. Straub guildwire was used. Syringe was used to flush the catheter before inserting into the body. Guildwire reached 15cm beyond the thrombosis. Catheter reached 2cm before the thrombosis and started the motor. During aspiration, the head of the catheter was found broken. Withdraw the catheter and another catheter was used for aspiration.